Manufacturer narrative:
An event regarding loosening of an exeter shell was reported. The event was confirmed following a review of the medical records. Medical records received and evaluation: a review by a clinical consultant noted: "medialized cup position and stem varus position have contributed to pathological biomechanics in the hip joint causing overload and sequential failure of at first the cup through loosening and subsequently the stem through neck fracture because of the already accumulated fatigue damage in the device. High patient activity is a likely further relevant contributing factor." Conclusions: the investigation concluded following a review by a clinical consultant that: "medialized cup position and stem varus position have contributed to pathological biomechanics in the hip joint causing overload and sequential failure of at first the cup through loosening and subsequently the stem through neck fracture because of the already accumulated fatigue damage in the device. High patient activity is a likely further relevant contributing factor." No further investigation for this event is possible at this time as no devices were returned. If further information such as device return, operative reports as well as patient history and follow-up notes become available this investigation will be reopened.

Event description:
The surgeon reported that the patient underwent a cup revision with bone grafting in (B)(6) 2016. The patient was revised with another stryker cup and head.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The surgeon reported that the patient underwent a cup revision with bone grafting in (B)(6) 2016. The patient was revised with another stryker cup and head.